Event description:
The iab was inserted in 2005 at approx 2000 hours. The following morning (predawn) the pump experienced a high pressure leak alarm 4 times in 30 minutes. The second day, blood was noted in tubing and clinician removed balloon. A re-insertion was not required. No patient complications were reported.

Event description:
It was reported that the iab was inserted on 07/2005 at approx. 20:00 hours. The following morning (pre dawn) the pump experienced a high pressure leak alarm 4 times in 30 mibnutes. In july 2005, blood was noted in tubing and clinician removed balloon. A re-insertion was not requrired. No patient complications were reported.